Manufacturer narrative:
The service found that the negative battery contact was stuck. Even if this situation cannot lead to what has been reported by the customer, it can lead to an inconstant contact with the battery. For the reason, the service restored the stuck contact. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that it was impossible to set the pump to 20 ml.